Event description:
Events were discovered when lawsuits "john doe 1 and john doe 2 plaintiffs vs international medical devices.. Et al" and "john doe 3 and john doe 4 plaintiffs vs international medical devices.. Et al" were provided to the quality team. The lawsuits claims that these four patients had complications as a result of receiving a penuma implant. John doe 1 was implanted with a penuma by dr. Elist on (B)(6) 2021. The patient states that shortly after the surgery, the penuma device shifted causing severe angulation. On (B)(6) 2022, dr. Elist removed the implant stating there were signs of infection. After removal, the patient states that he experienced extreme shortening and angulation due to scar tissue formation. The international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
Risk of migration and infection are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "infection or erosion of silicone block requiring removal". "Moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". "Penile shortening". -"any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery.". "Possible impotence requiring additional treatment". After about a month, the patient sent an email reporting discomfort and active drainage from the left suprapubic area. The next morning, he "tried to drain as much fluid from the opening as possible" which was noncompliant with aftercare instructions to refrain from manipulation for 6 weeks post-procedure the patient was instructed to refrain from evacuating the fluid himself to prevent further complications including possible infection. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain as an anticipated adverse event and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The root cause of this investigation is known inherent risk of the device and a failure to follow post-operative instructions. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were updated per the FDA's request.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted. The lawsuit reports that the patient experienced pain, protrusion, and a painful revision surgery.